Event description:
This is a pt who was undergoing phototherapy treatment. Four days after this treatment, the pt reported blistering on his thighs and neck. The exposed area was treated with topical ointments.